Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a loose connection and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: they are having issues with the clear ones, they do not screw in all the way on and cause leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-feb-2023. H6: investigation summary : a complaint of fluid not passing through tubing was received from the customer. Four samples were received. All samples were tested for occlusion by attaching a syringe and seeing if fluid would pass. For all samples, no defects or damages were observed. The defect fluid issues could not be replicated. Device history record review for model mp5303-c lot number 22119046 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the failure not being able to replicated, a root cause could not be determined.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a loose connection and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: they are having issues with the clear ones, they do not screw in all the way on and cause leakage.